Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/lobectomy. During the 8th firing on the bronchus, the device was fired successfully but the black return knob was stiff and could not be pulled back smoothly. The tissue was not especially thick. No patient injury.